Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an intellanav mifi open-irrigated ablation catheter was selected for use. Irrigation line was broken and saline leaked. Device/procedure/patient outcome are unknown. Catheter is not expected to be returned due to contamination.